Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller was frozen on the ¿welcome screen¿. It was reviewed to power the controller off and back on. It was also reviewed that if a power supply was not available to consider using aa batteries. It was unknown if this resolved the reported issue as no troubleshooting could be done due to a lack of access to the product. It was indicated that stimulation was too strong. The caller wanted to turn the stimulation down because the ¿buzzing¿ was too much, but they couldn¿t because the patient controller doesn¿t work. It was reported that the event occurred on (B)(6) 2018. Additional information was received from the patient on (B)(6) 2018, reporting that their ¿frozen controller¿ issue continued with the lithium and the aa batteries. The patient noted a new event discovered during troubleshooting. It was reported that the ¿software problem¿ screen was seen. The patient took a picture of the screen and removed the batteries. It was indicated that the ¿software problem¿ screen occurred during troubleshooting the frozen screen from the initial call. The exact display on the controller screen was the following: ¿cannot continue call manufacturer¿ (B)(4). It was indicated that the ¿software problem¿ message displayed on the controller screen with both the lithium battery and the aa batteries. It was reported that the caller mentioned connecting the recharger etc to the controller with the aa batteries and patient services reviewed that aa battery function in the controller, and it was not confirmed if the software issue correlated with that. Patient services had the patient reset the controller by removing and re-inserting the batteries or the battery pack. The patient tried both the lithium and aa batteries and noted the issue was still present and eventually just removed the batteries to turn the screen off. There was a warm transfer to the repair team. The patient did not have their controller with them but the repair team started the order process and the patient will likely call back with the controller serial number. Additional information was received from the patient. They called back regarding their controller freezing up on the welcome screen and having to take out the battery to reset it and getting the software error message. The serial number of the controller was reported. No symptoms were reported. It was mentioned that the patient also had an appointment with their manufacturer representative (rep) tomorrow to continue troubleshooting the controller. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stated that the patient previous adjustment was just slightly high, so he wanted to adjust it down and that is when the controller froze. The patient was sent a replacement controller.